Event description:
Report received indicated that during a percutaneous transluminal angioplasty the balloon ruptured. The target lesion was the right popliteal artery. Access was made via femoral artery. Using a crossover technique a guidewire was advanced and placed beyond the lesion. The vessel was not tortuous. Subsequently, the balloon catheter was advanced and placed at the lesion where an effort to hand inflate the balloon was made with a 10 ml syringe, however, the balloon burst after the inflation attempt. The balloon was retrieved and exchanged for another balloon ending procedure successfully. There was no patient injury. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional information will soon be sent within 30 days upon receipt.

Manufacturer narrative:
Ni